Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. Report source- foreign - (B)(6).

Event description:
It was reported that there was not enough power, engine does not function smoothly - instrument was checked prior to the surgery. There was no harm and no delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, g4, g7, h2, h3, h4, h6, h8, h10. Product review of the device by flextronics on 25 march 2020 revealed the motor intermittently functioned, the needle bearing and reciprocating arm are worn, the device is out of calibration, and the control bar position is incorrect. Repair of the device was performed by flextronics on 26 march 2020 which included replacement of the bearings, motor sleeve, reciprocating arm, motor and e-rings. The device was recalibrated. The device, serial number 102006, was then tested and functioned properly. It was repaired, inspected and tested. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.